Manufacturer narrative:
Product event summary: data files were returned and analyzed. The log files were returned from the field and reviewed. In conclusion, the reported clinical issues cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter for a cavotricuspid isthmus (cti) ablation procedure in a patient with a, implantable cardioverter defibrillator with therapy turned off, noise was observed on electrograms on both the workstation and the hospital recording system. After each rf application, the patient experienced ventricular tachycardia three times. The grounds to the grounding adapter were checked, the stack was powered down, and the catheter and cable were replaced with new ones in an attempt to mitigate the issue. Despite these troubleshooting steps, noise persisted on the electrograms, though after switching out the catheter and cable, ventricular tachycardia did not recur. When ablation was performed closer to the inferior vena cava and away from the implantable cardioverter defibrillator lead, the noise resolved and no further issues occurred. The procedure was completed. No patient complications have been reported as a result of this event.